Event description:
It was reported that during the shoulder procedure, the battery was getting hot. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and impact damage of both enclosures and the battery was observed. The enclosed battery was heavily damaged and could not be safely tested. A known good test battery was installed and the unit was energized for 1 hour and no overheating of the battery was noted. A functional evaluation was performed with the fully charged test battery and the unit passed all functional tests. The heavy damage the battery sustained probably contributed to the reported event. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.